Event description:
Lf field service engineer reports via fax: that a siemens representative had informed them of a customer suspension arm snapping. Injector hanging by power head cable.

Manufacturer narrative:
Liebel flarsheim manufacturer report: fse visited hospital, identified the problem to be the j-bow broken at the screw holes holes were worn and large. Per the manufacturer from similar incidents, j-bow being used to move injector head. Loosened screws not tightened causing holes to enlarge and make the j-bow susceptible to cracking. Fse replaced j-bow with new part. Injector system returned to full service by the customer.